Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ischemia/thrombosis/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5: updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: 'the physician decided to remove this pump. It seemed to be isolated rv failure, so he placed the rp flex. He pulled this pump before I was on site. This pump was unfortunately thrown away. The physician left the 14fr peel away in. There was questionable flow to the right lower extremity. However, after weaning pressors, they were able to doppler a pulse in that foot and had no concern with flow to the lower extremity."

Event description:
Clinical rationale: a 68 year old female with acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage e) presented to the catheter lab, where she coded and subsequently achieved rosc. The patient received a des (drug-eluting stent) to the rca (right coronary artery) and required three high dose vasopressors, prompting the implanting physician to place an impella cp for hemodynamic support. After placement in the lv, initial pump flow was approximately 2.5 l/min but gradually decreased to ~0.8 l/min. Staff contacted clinical support, and it was suggested that the decline in flow could be due to rv failure. The physician elected not to remove the impella cp peel away sheath in the cath lab, intending instead to remove it later in the ICU. Upon arrival to the ICU, the team was unable to obtain doppler signals in the lower extremity, prompting venous doppler evaluation. The study identified only minimal flow around the 14 fr sheath, with possible clot noted near the insertion site. Concerns were discussed with the fellow regarding the risks of leaving the sheath in the vessel, and cardiology was consulted for further management. Limb ischemia was diagnosed based on loss of pulses. Based on the information available, the cause of declining impella cp flow appears consistent with patient hemodynamics, specifically severe rv dysfunction, rather than a device malfunction. The subsequent limb ischemia was associated with the presence of a large bore femoral sheath, but it remains undetermined whether the impella device or accessories directly contributed to patient injury. No device returned for evaluation; therefore, device performance could not be confirmed. Further clinical updates are pending. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. It is important to note patient coded and was hemodynamically unstable from the time of onset and presented in a state consistent with scai stage e all could have attributed to the ischemia and thrombus.

Manufacturer narrative:
This is one of three related reports. This report represents the introducer and other reports will be submitted to represent the impella rp flex and impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.